Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during routine check, the cardiosave intra-aortic balloon pump (iabp) end user was unable to extend or retract ac power cord reel. There was no patient involvement.

Manufacturer narrative:
Getinge field service engineer (fse) had visited the event site and evaluated the unit and removed console from the cart to examine the issue. Then the hospital cart was being disassembled , the power supply and helium tank panels was removed. The ac line cord was found to wrapped around the helium tank and knotted in the reel. Then the power cord was removed and realigned into the reel. It was verified that the cord extends and retracts correctly. Fse performed complete pm with full calibration , functional testing and electrical safety checks to the factory specifications. The unit was returned to the customer and cleared for the clinical use.